Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device had a surgical procedure performed during which the cylinder and pump were explanted and replaced. Upon explant, the physician identified that the left cylinder had herniated and the pump had rode up. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100689701, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of device migration and tissue damage were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.